Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp. To fix the issue, the fse replaced upper panel assembly, patient label and trainer label. The fse replaced the tidal disk as per the scheduled pm. The pm was completed and the fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported during a preventative maintenance (pm) performed by the getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), the fse noticed a loose contact on the electrocardiogram (ECG) and the pressure monitor input connectors. This caused an interference (pacer spikes) on the ECG trace and ibp trace. There was no patient involvement and no adverse event was reported.